Manufacturer narrative:
Physio-control evaluated the customer's device and confirmed the reported issue. The device was destructively tested. The root cause is the lid switch.

Event description:
Physio-control received a report that this unit does not power on when the lid is opened. There was no report of patient use associated to this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and confirmed the reported issue. The device was destructively tested. The root cause is the lid switch.

Event description:
Physio-control received a report that this unit does not power on when the lid is opened. There was no report of patient use associated to this event.

Manufacturer narrative:
Physio sent a new lid and battery to the customer however, the device has not been returned to physio-control for evaluation so the reported issue has not been confirmed and the cause has not been determined. Device not returned for evaluation.

Event description:
Physio-control received a report that this unit does not power on when the lid is opened. There was no report of patient use associated to this event.